Manufacturer narrative:
The catheter was returned, and analysis found a broken catheter body and a compressed area on the catheter body. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a the device manufacturer representative regarding a patient receiving morphine ( 2 mg/ml at minimum rate) via an implantable infusion pump. It was reported that the hcp attempted a side port aspiration but could not aspirate so decided to replace the catheter. It was noted that the pump segment was left in. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. The explanted catheter was noted to be in possession of the device manufacturer representative and would be returned for analysis. No further complications have been reported as a result of this event.